Manufacturer narrative:
Product analysis : it was determined on analysis that the programmer analyzer tested out of specification due to being physically in bad condition and requiring replacement. It was also noted that the analyzer was difficult to insert into the bay and a bad connection was noted in analyzer bay with a loose fix/release screw. The analyzer was replaced and decommissioned. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer analyzer which was returned as an associate device subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.